Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery the axis was blocked and the device became hot. An alternate device was retrieved for use and the surgery was delayed between 30 minutes to 1 hour. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. This follow up report is being filed to relay corrected information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: updated: date of report, suspect medical device product info., date rec¿d by MFR, type of reports, if follow up, what type?, device evaluated by MFR, evaluation codes, additonal MFR narrative. Corrected : device manufacture date. The customer returned an electric dermatome device for evaluation. The device history record (DHR) reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated this electric dermatome. Initial qa inspection of the electric dermatome by medicrea revealed that the motor did not work and completely corroded. It was also noted that device had damaged switch and calibration was out of specifications. Repair of the electric dermatome was performed by medicrea which included replacement of the ball bearing, spring seal, needle bearing, motor and switch. The electric dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the motor did not work and completely corroded. The reported event was non-verifiable since during initial inspection the technician could not duplicate the reported event. The root cause that the axis blocked was due to the corroded motor which did not work. The root cause that device became hot cannot be specifically determined with the provided information. The device functioned as intended after replacement of the power cord assembly, power switch, ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, and o-ring.. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The electric dermatome was repaired, tested and returned to the customer.